Event description:
Litigation papers allege the following: patient initially did well after the hip replacement surgery, making good strides in her physical therapy and recovery. However, patient eventually began having pain and stiffness in her right hip area, which over time became progressively worse. Eventually patient's hip became so painful and dysfunctional that her treating orthopedic surgeon recommended it be surgically removed and replaced. On (B)(6), 2011, patient underwent a surgical removal and replacement. Since the revision surgery, patient has had numerous orthopedic and neurological problems.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.